Event description:
The following was reported to hamilton medical ag: summary: device alarmed several times with "cuff leak" during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the intellicuff pressure tubing disconnected. Correction: reconnect the "intellicuff pressure tubing". Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the intellicuff pressure tubing disconnected. Correction: reconnect the "intellicuff pressure tubing".

Event description:
The following was reported to hamilton medical ag: summary: device alarmed several times with "cuff leak" during ventilation.